Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that friction and wear between the cobalt-chromium head and liner caused large amounts of toxic cobalt-chromium ions to be relased into patient's blood, tissue and bone. Litigation alleges the patient suffers from pain, discomfort and inflammation. Update rec¿d 4/7/2014 - pfs was received from legal, primary medical records were received from legal. Records are available for further review. The complaint was updated on: 05/01/14.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Per internal procedures, the event information was reviewed. Medical records were received and reviewed. For this investigation, no immediate action was required as no alleged deficiency with the device(s) was identified. No device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Investigational inputs were requested as indicated per internal procedures for this failure mode, medical records were provided to depuy. No evidence was found indicating product error was a contributing factor. The need for corrective action was not indicated. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis, and elevated metal ions.